Event description:
On (B)(6) 2011 approximately 11:15, rn was inserting an IV in a pt in the ER. When she withdrew the needle the site bled and she noted no catheter/sheath showing. An xray of the pt's arm showed no catheter/sheath present. Our only answer is - there was no catheter/sheath present on this IV set. Product: protectiv-w safety IV catheter - radiopaque 3070 jelco expiration: 2014-01 (B)(4)". Reason for use: abdominal pain - for pain medication and fluids.